Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. The rv lead had a lead integrity alert (lia) triggered by high rate non-sustained episodes and sensing integrity counter (sic), as well as high pacing impedance and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.